Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the valve underwent intervention due to dehiscence and severe insufficiency related to paravalvular leak. The device was not able returned for evaluation as it remained implanted. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 11 months due to dehiscence and severe insufficiency related to paravalvular leak. A 23mm transcatheter valve was successfully implanted without complication and the patient was discharged on post-operative day one.